Manufacturer narrative:
The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received. Language appears to be an issue and it is unclear to us whether "broken" means "damaged" or "didn't work as expected".

Event description:
The physician used two catheters and could not achieve re-vascularization because both the 041 and 032 separators were broken. This MDR is associated with MDR 3005168196-2010-00085.